Event description:
It was reported that the patient had difficulty charging the ipg because the area was still swollen since cold compression interacts with the area. It was also noted that the ipg site was usually warm. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was discarded.